Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Case description: consumer sent e-mail stating a small metal pin fell out of the brush head into his mouth. No injury was reported.